Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system carbapenemas producer class b on an isolate where the ert and mero were reported as sensitive. The following information was provided by the initial reporter: phoenix reported carbapenemas producer class b on an isolate where the ert and mero were reported as sensitive. Potential erroneous results with flagging a class b carbapenem resistance marker with sensitive ert and mero results.

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported carbapenems produce class b on an isolate where the ert and mero were reported as sensitive. Bd remote services contacted customer to determine further steps, no additional information was available at the time of the call. Various attempts were made to obtain information, but no response was obtained, and root cause was unable to be determined. This is an unconfirmed failure of a bd product. If further information is provided, this case may be reopened, or a new case may be opened in the event of further occurrences. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to results. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system carbapenemas producer class b on an isolate where the ert and mero were reported as sensitive. The following information was provided by the initial reporter: phoenix reported carbapenemas producer class b on an isolate where the ert and mero were reported as sensitive. Potential erroneous results with flagging a class b carbapenem resistance marker with sensitive ert and mero results.